Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged visualisation of black particles in the device. Patient als alleged of gagging a lot and coughing up blood. There was no report of permanent or serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging vizualisation of black particles related to a CPAP device's sound abatement foam. The patient has also alleged gagging a lot and coughing up blood. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. The external aspect of the device was inspected and the manufacturer observed there were no signs of contamination on the outside of the device. The internal aspect of the device was inspected and the manufacturer observed there were signs of a small piece of plastic-like material in the blower box. There were also signs of a unknown dust contamination on the air inlet port. The manufacturer applied power to the device and verified airflow. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation, but a small amount of dust contamination was observed and are consistent with being from an external source. Section d8, d9, h2, h3 were updated in this report. Section h6 health effect - impact code has been corrected and medical device problem code, type of investigation, investigation findings, investigation conclusions has been updated.